Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. Functional testing was performed, and the device presented an air in line alarm when no air was present in the line. A review of the event history log revealed multiple air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ultrasonic sensor was not able to be calibrated and was determined to be the cause of the condition. The ultrasonic sensor will require replacement. Should additional relevant information become available, a supplemental report will be submitted.